Event description:
The reporter stated that during a spinal surgery procedure, while opening the rings on the cross connector, the surgeon ejected the adjustable arm out of the sheath, separating the implant into the two pieces. The device was being used as intended . The surgery was completed using a fixed cross connector instead.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.